Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient was implanted with a bard/davol "marlex" 3x6 mesh for treatment of pelvic organ prolapse; (B)(6) 2012 - the patient started having complications of vaginal bleeding; (B)(6) 2013 - the patient underwent surgery to remove granulation tissue which was expected to be the cause of her bleeding; (B)(6) 2013- the patient underwent removal of the bard/davol "marlex" mesh due to continued vaginal bleeding. The attorney's report alleges the patient suffered disability, pain, and explant of the mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.